Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified a latent current leakage path within the battery that resulted in the observed premature battery depletion.

Event description:
It was reported that this insertable cardiac monitor (icm), that was implanted approximately 7 months ago, reached the recommended replacement time (rrt). Boston scientific technical services (ts) reviewed the device settings and confirmed the premature battery depletion; it appeared that the voltage was low at the time of the implant and continue to decline. The icm was explanted, a new device was implanted, and no adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm), that was implanted approximately 7 months ago, reached the recommended replacement time (rrt). Boston scientific technical services (ts) reviewed the device settings and confirmed the premature battery depletion; it appeared that the voltage was low at the time of the implant and continue to decline. The icm was explanted, a new device was implanted, and no adverse patient effects were reported.